Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range pacing lead impedance was noted on all of the vectors. The physician reprogrammed the device. The patient was asymptomatic and will be followed normally.